Manufacturer narrative:
(B) (4)

Event description:
Per the physician, the patient was explanted due to complaints of pain at the site of the implant and headaches. The physician indicates the site is not infected and is stable. The results of an integrity test (date not reported) indicate normal device function. The patient was explanted (B) (6) 2010 and the patient was not reimplanted with a new device during the same surgery.

Event description:
It was reported that during a roux-en-y procedure, the surgeon put an instrument through the device and a large amount of pneumo leakage could be heard. The surgeon continued using the same device to complete the procedure. There was no adverse consequence to the patient. Additional information (B)(4) 2010: the noise they heard when the pneumo was escaping was just like the sound of a balloon deflating. There was a drop in pressure, but quantity of gas consumption rate could not be confirmed. The surgeon was able to continue using the same trocar, he would simply wait for the pressure to come back up and then continue. Although they could not confirm exactly where the leak was coming from, a gap could be seen between the integrated one seal and the body of the trocar. Devices being inserted through the trocar were the flex stapler and various types of graspers. Some torque was being applied, more with the stapler in order to get the right angle.

Manufacturer narrative:
(B) (4)